Event description:
It was reported during surgical intervention the physician was unable to position a new scs lead to provide adequate stimulation. No further information was provided.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed. There is no alleged failure to meet specifications. The lead could not be positioned to provide adequate therapy. This event cannot be confirmed through product analysis or laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.